Manufacturer narrative:
No critical pump error alarms noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed but it did not resolve the issue. The product will return for the analysis.